Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the power supply unit and verified the functionality of the instrument. The cause of the smoke and flames being emitted was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted a siemens healthcare diagnostics representative and stated that the laboratory manager had observed smoke being emitted from the power supply of a dimension exl 200 instrument. The manager turned off the power and contacted an electrician. The electrician turned on the power and observed flames from the power supply unit. The flames did not require a fire extinguisher and the issue was resolved when the power supply was disconnected from the electrical outlet. The laboratory staff did not sustain any injuries or illnesses due to the smoke and flames emitted from the power supply and no property was damaged.